Event description:
I reviewed my medical record of surgeries from 2009 to present. I have had mesh placement several times for abdominal hernias as well as ostomy mesh. Both meshes have had a "soft": warning and recall. My complications started in 2009, after a hernia repair which resulted in (B)(6) a week later. Finally sent home after strong course of antibiotics. Since then, I developed a fistula at the incisional site which had been sutured. A small blister appeared and then the entire abdomen opened up again. I have an ostomy in place since 2001. In 2005, a wrong site surgery at (B)(6) to repair a vaginal/rectal fistula which instead involved moving original normal ostomy to opposite side of abdomen. Repair never done for vag/rectal. Could not get surgical records and also no explanation for an unnecessary, unneeded surgery. I have been battling a high output draining fecal matter through the fistula. The fistula is located directly next to ostomy. I have problems keeping ostomy device secured due to constant leaking of fistula getting up under dressing. I can not eat without pain and draining. I saw that life cell strattice mesh model 0616002 lot #10522 (yr 7/15/2009) was used several surgeries and also veritas clgn patch. Manufacturer (B)(4). Model rm-1016 (yr 2012). I am now preparing to have yet another surgery and apparently new mesh, hopefully not on a recall list. What can I do?